Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity).this occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "system error 345" was reproduced. A review of the event history log revealed "system error 345 - thermistor disparity" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor out of calibration. The evaluator determined that the device is beyond economical repair due to damage to multiple components and was deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.